Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was in the 1200's mg/dl, with high ketones. Ketone levels considered to be life threatening by their health care provider. Customer attempted to address the elevated (bg) with a correction bolus via the pump and manual insulin therapy. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit. Reportedly the customer experienced fatigue and dizziness. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2024. Tandem diabetic educator performed a pump system check and the pump is functioning as intended.